Event description:
Additional information was received. An internal technical service (ts) consultant was contacted regarding how soon a follow up visit needs to be performed sooner than scheduled. Ts provided information that there has been a gradual increase in impedance and no noise on the lead and recommended follow be performed sooner than the scheduled visit to assure system performance. In addition, a lead x-ray was recommended. Ts also indicated that as the rise in impedance is gradual, this may be due to a tip/tissue interface issue in the heart rather than a lead fracture. Threshold and sensing remain unchanged and no noise or artifact episodes were observed. A follow up visit was scheduled, however the patient did not present. As of this date, no further information is available regarding this issue.

Manufacturer narrative:
According to avalable information, this lead remains implanted and in service.

Event description:
Boston scientific received information that remote monitoring of device and right ventricular lead displayed a high out of range impedance measurement. A review of the data revealed stable measurements during the last eighteen months until approximately one month ago. Stored electrograms revealed normal sensing and pacing with no noise or artifact. This information was provided to the physician. No adverse patient effects were reported.